Event description:
Baxter reported on incident of a patient experiencing itching during use of psn 140 dialyzer. It was reported that the extracorporeal circuit was primed with 250 - 300 mls saline rather that the recommended 1 l normal saline.